Event description:
It was reported that the inflatable penile prosthesis (ipp) pump is going to be repositioned on a future date because the "pump has tethered to the right testis." The physician plans to reposition the pump. If there is not sufficient tubing length the pump will be replaced. The device is still working well.